Event description:
Updated summary: device is not returning.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (type of investigation, investigation findings, investigation conclusion), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery cap contact was missing/damaged, a blank display, the pump was stopped working, and tried different batteries. The customer reported blood glucose value of 420 mg/dl. The customer reported hyperglycemia, dehydration treated with manual injection/insulin pen, and emergency medical services/ambulance/emergency room visit. The event involved products mmt-332a, mmt-1780kl, and mmt-396a. Troubleshooting was performed, and the issue was not resolved. The customer has not been using the insulin pump system within 48 hours of the reported high blood glucose event, and it was unknown whether the customer was used the auto mode feature or not. No further patient complications were reported. No product return is required for mmt-332a. Product return was requested for mmt-1780kl. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-396a.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.